Manufacturer narrative:
The table was inspected by a stryker field service technician(sfst) and confirmed to be in good condition. The sfst was informed that the issue was actually related to the head section. A member of the hospital staff took the head section off of the an operon d 850 table. While holding the head section, she accidentally hit the cylinder release lever causing the end of it to retract trapping her fingers in the small gap between the 2 top sections. The hospital staff member fingers were trapped for several minute causing them to turn blue. Someone produced a screw driver and pried the 2 sections apart enough so her fingers could be removed. She was taken to the emergency room where her fingers were examined and no bones were broken. The tips of her fingers were bruised and was put on light duty disability. The operon d series operators manual cautions against pinch risk on the section frame. To avoid pinching, ensure that all objects are clear of the section frame and support surface.

Event description:
It was reported to stryker that the table foot section would not go all the way down. Upon arrival to the customer site, it was reported to a stryker field service technician that when the nurse was holding the head section, she accidentally hit the cylinder release lever, allegedly causing the end of it to retract trapping her fingers in the small gap between the 2 top sections. This occurred outside of surgery, so there was no patient involvement or delay in surgery.

Manufacturer narrative:
It was reported to stryker that the table foot section would not go all the way down. A stryker field service technician (sfst) was dispatched to the customer site. Upon arrival, it was reported that the complaint was for a head section. The sfst was informed that when the nurse was holding the head section, she accidentally hit the cylinder release lever, allegedly causing the end of it to retract trapping her fingers in the small gap between the 2 top sections. Stryker has and will continue to request more information about the nurse's injury and outcome of the reported injury. Once the head section is returned to stryker for evaluation, a supplemental will be filed. As this occurred outside of surgery there was no patient involvement or delay in surgery. Have not yet received head section.

Event description:
It was reported to stryker that the table foot section would not go all the way down. Upon arrival to the customer site, it was reported to a stryker field service technician that when the nurse was holding the head section, she accidentally hit the cylinder release lever, allegedly causing the end of it to retract trapping her fingers in the small gap between the 2 top sections. This occurred outside of surgery, so there was no patient involvement or delay in surgery.